Manufacturer narrative:
MFR date: 05/2020. Based on the available information, this event is deemed to be a reportable malfunction. The product was not used. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 18, 2016, (B)(4).

Event description:
Complaint received from a dealer reporting a "foreign matter on product." Photos provided by the reporter show an approximately 1.5mm brown colored foreign object sealed inside the primary pack of an aquacel foam dressing. No patient use was reported, the unit will be returned to the manufacturing facility for further investigation.

Manufacturer narrative:
The following information was previously omitted from initial MFR #: 1049092-2016-00098, reported to the FDA on march 18, 2016: (B)(4). This issue was investigated by confirming daily cleaning checklists were completed and the associates involved in the pouching process of the associated lot were trained on the necessary standard operating procedure. Training records were reviewed and verified for each associate. New controls were put into place to prevent foreign matter from entering the clean room. The sample was reviewed and put through the metal detector and was found that the foreign material not to be of a metallic nature. Due to the size of the foreign material the conformity identification could not be determined. To further insure proper controls are in place, the additional measures were implemented. The batch record review found no discrepancies. All manufacturing, materials, and sterilization process were compliant to requirements. No previous investigations are available. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. (B)(4). Please note expiration date is captured as 05/01/2020 due to the required mm/dd/yyyy format for the e-submission however, the expiration date is 05/2020. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).